Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was in the wrong position. A technical support specialist verified the cubie bin position on myqlink, remoted into the station, released the cubie using the tester application, and had the customer reseat the cubie in its designated position. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie was in the wrong position and did not pop up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.